Event description:
It was reported that the patient's blood glucose level rose to 30 mmol/l (540 mg/dl) while wearing the pod. The pod was leaking insulin. The device investigation observed a cannula damage and fluid leakage during testing.

Manufacturer narrative:
The pod was received fully deployed. During fluid path testing, a leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria.